Event description:
Related manufacturer reference number: 2017865-2022-03095. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021, and the right ventricular (rv) lead exhibited oversensed noise. The device was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2022. The patient was discharged.

Manufacturer narrative:
Correction: previously reported b5 should have included "which led to pacing inhibition."

Event description:
Related manufacturer reference number: 2017865-2022-03094. Related manufacturer reference number: 2017865-2022-03095. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021, and the right ventricular (rv) lead exhibited oversensed noise which led to pacing inhibition. The device was explanted and replaced, and the rv lead was capped and replaced on 8 feb 2022. The patient was discharged.

Manufacturer narrative:
The reported event was explant for the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.